Event description:
Clinical information: (B)(4) - vista nova study, patient site ID: (B)(6) (r972256601). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. There was no calcification was present extending beneath the aortic annular plane in the interventricular septum. During procedure, the activated clotting levels (act) were 276s, 287s and heparin was given. A pre-implant balloon valvuloplasty was done with a two non-abbott balloons. One inflations with a 25mm non-abbott balloon and 3 inflations with 24mm non-abbott balloon. During deployment, the valve got fully re-sheathed one time due to movement of the valve. A post-implant balloon valvuloplasty was done with a 25mm non-abbott balloon due to under expansion. The final implant depth at non-coronary cusp (ncc) was 5.80mm and at left coronary cusp (lcc) was 7.80mm. After the valve deployment, the patient showed new onset of left bundle branch block (lbbb). There was no treatment required for lbbb. The patient was reported stable and discharged on (B)(6) 2025.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of valve under expansion, and heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that during deployment, the valve got fully re-sheathed one time due to movement of the valve. The final implant depth at non-coronary cusp (ncc) was 5.80mm and at left coronary cusp (lcc) was 7.80mm. After the valve deployment, the patient showed new onset of left bundle branch block (lbbb). There was no treatment required for lbbb. Based on all available information, causes for the reported valve under expansion, and heart block could not be conclusively determined. The reported unexpected medical intervention was the result of case-specific circumstances, as a post-balloon aortic valvuloplasty was performed.

Event description:
N/a.